Event description:
During a two level alif procedure performed on (B)(6) 2012, the (B)(4) locking screw stripped prior to reaching the recommended torque value on the torque wrench. The doctor chose to leave the locking screw in place. No significant delay to the procedure or injury to the patient was reported.

Manufacturer narrative:
Device evaluation was not possible as product remains implanted. Mechanical testing was performed as part of design development, finding that a lock screw manufactured to specification would not strip out the mating component if assembled as intended. Mechanical testing was also performed during design development on the vault system without the set screw. Results found the vault system to meet the design specifications for static axial compression. Although the exact root cause could not be determined, cross threading of the locking cap may have been a contributing factor.